Event description:
Cardinal health 180ml formalin containers leaking into specimen bags. Specimen containers are secured tightly. Leaking specimens pose a risk to patient safety (loss of specimen or degradation of specimen) and a safety risk to laboratory and transport personnel. No specimen loss has been reported. Specimen container received leaking formalin. Lot # 147437 exp:10/28.